Event description:
It was reported there was a coupling problem; the patient was getting full coupling and was then getting zero coupling bars. The antenna locate feature was used but that didn¿t help and had little results. It was noted the recharger wouldn¿t couple and when it did it wouldn¿t stay long. The patient was able to work her patient programmer (pp) and everything else appeared to be fine. The manufacturer¿s representative (rep) did not have another recharger to try at the appointment and even when the rep met with the patient they were unsuccessful at getting better coupling. It was noted the patient¿s implantable neurostimulator (ins) was pretty depleted at the time of the report. Additional information received later reported that there was still a coupling problem. The manufacturer representative (rep) was meeting with the patient at the time of the report. They were unable to get telemetry with the implant using the clinician programmer at the start of the appointment. Therefore, the rep initiated the 60 minute countdown, which went for 5 minutes then switched over to the normal recharge screen without a power on reset (por), call doctor icon. It was unknown if the patient was truly in overdischarge or just in between overdischarge and discharge state. The patient last felt stimulation a ¿couple¿ of weeks prior in the normal/typical area. The reason for the report was that there were zero bars of coupling when using the recharge r. They did the antenna locate (al) feature and it got 25 to 28 between the low/high number. No matter what they did they couldn¿t get it above zero bars of coupling. The implant was too depleted at the time of the report for the clinician programmer use and/or turning stimulation on. The patient hadn¿t really used the implant since february 2015. A few weeks prior the patient was sent a replacement antenna and recharger to use. That did not resolve the issue. The black cord was having difficulty inserting into the recharger at the time of the report, but it still worked to recharge the recharger. The patient¿s skin was loose around the implantable neurostimulator (ins). The patient had gradual weight loss over the last 2 years prior, they lost 50 pounds. The implant was not too deep, superficial. The implant felt like the top was off to a side or rotated. The healthcare provider (hcp) confirmed that the battery had flipped using an x-ray. A pocket revision to flip the battery would be scheduled in the near future with the hcp. It had not been scheduled yet at the time of the report. No patient harm reported. Information regarding when the revision took place and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the healthcare provider (hcp) felt the patient had a flipped implantable neurostimulator (ins). An x-ray was performed on (B)(6) 2015 which confirmed a flip. The patient would be having a revision on (B)(6) 2015 to have the device flipped back or replaced. It was further reported physician mode recharges were performed but the rep. Was unable to get a charging screen, and they were unable to communicate using the clinician programmer or patient programmer. The rep. Stated it had been quite a while since the patient's device worked. The patient's pump was covering a good portion of the pain, but now she was realizing the ins device may help to cover all of the pain. The rep. Questioned if it was worth saving the ins since the patient had two prior overdischarges; one on (B)(6) 2015 and the other on (B)(6) 2015. The cause of the overdischarges were patient compliance. It was reviewed that if the device was able to charge again, after the third overdischarge, it would switch to end of service (eos), and the recharge interval would be affected. Unrelated first overdischarge event captured in pe (B)(4).

Manufacturer narrative:
Concomitant product: product ID 37761, serial # unknown, product type recharger; product ID 37751, serial # (B)(4), product type recharger. (B)(4).